Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
Implant attempt - header block issue. >2500 ohm impedance in rv p/s after multiple reconnections. Through analyzer was fine. The device was not implanted. No patient complications have been reported as a result of this event.